Manufacturer narrative:
The multi-out power supply was returned to the manufacturer for evaluation. Functional testing and visual/physical examination found the power supply had no output for the dc port. All other ports were normal. This issue was documented in a hardware anomaly tracking database. The lcd surgeon monitor was returned to the manufacturer for evaluation. Functional testing and visual/physical examination confirmed the issue. When connected to a known good system the returned monitor displayed a dark red image. Cycling the power cause the display to be green briefly. This issue was documented in a hardware anomaly tracking database. The lcd cable was returned for evaluation. Through functional testing and visual/physical examination no fault was found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor cable for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor cable for the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor on the navigation system intermittently lost display functionality described as a "flickering" sensation. It was reported that the monitor then lost display functionality and that the monitor cable was hot and an odor emitted from the cord. There was no patient present when this issue was identified. No additional information was provided.